Manufacturer narrative:
Additional information: d9. Corrected information: a4, g2. The device has been received and the investigation has been completed. The results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The returned device was visually inspected, and clasp was observed to be broken from the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken from the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Corrected information: a1, d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).

Manufacturer narrative:
The complaint device has not been received. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that the silent nite sl device broke. The patient called in and informed the office that when he wore the device, he woke up with two pieces in his mouth. The break occurred in the top back left. There was no harm, injury or adverse outcome to the patient and no medical intervention was required. The patient stopped using the device on 9/4/2025.